Manufacturer narrative:
Product evaluation: the lens was returned. Solution is dried on the lens. One haptic is bent in the distal area. The optic is broken/torn into two pieces with additional split/cracked damage. Product history records were reviewed and documentation indicates the product met release criteria. The associated products are qualified for use with this lens. The reported broken haptic damage was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met the manufacturer's release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, there was a crack in the lens. There was an iol exchange during the initial procedure. Additional information was provided by the nurse that the surgeon stated that the crack could have occurred because of a folding error or could even be a manufacturing error. He is unsure. There was no patient harm and the prognosis is good. This was just a straightforward iol exchange.